Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked inside the package. The device was filled with 0.9% sodium chloride. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to b5: it was reported that two (2) small volume infusors leaked inside the package [previously submitted as quantity one (1)]. H4: the lot was manufactured from march 12, 2022 - march 14, 2022. H10: two (2) actual devices were received for evaluation. A visual inspection with the naked eye noted fluid inside the bags that contained the units. When the units were removed from the bags, the cause of leak inside the bags was found to be untightened blue winged cap. The cap thread was not exposed. White marking and signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed by filling the units with green color water to the nominal volume. After fill and prime, to ensure the blue cap is securely connected to the device, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The units were being monitored until the next day. The next day, no signs of leak were observed. The reported condition was verified during initial inspection; however, was not verified during functional testing. The cause of the condition could not be determined; however, the most probable cause was due to use error by not securely tightening the blue winged cap. The product label (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.